Manufacturer narrative:
Additional information received: no patient involvement issue happened during testing. One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Upon review of the event history log, 1720 error code messages were found. Device underwent functional testing, confirming the reported customer complaint. The pump was found to be displaying "1720" error code message on power up as a result of the back up capacitor. The problem source has been determined to be unknown.

Event description:
Information was received indicating that a smiths medical pump presented with lec 1720. There were no reported adverse events.